Manufacturer narrative:
Device passed the displacement, self test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No device deficiency anomaly noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was over 500 mg/dl at the time of incident and the current blood glucose level was unknown. The customer was assisted with troubleshooting. The customer was treated with bolus and syringes for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that drive support cap was normal. Customer stated that they did not alleging insulin pump was under delivering. Customer reports they did contact their health care professional regarding the high blood glucose. Customer stated that self-test was passed. Customer states the cannula was bent. The insulin pump will be returned for analysis.